Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had their cardiac resynchronization therapy defibrillator (crt-d) checked after it was implanted and at this check it was noted that "there was something that didn't seem right so they took an x-ray." The patient was still unaware of the results of the x-ray. The device is still in use. No patient complications have been reported as a result of this event.